Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable results for 3 separate samples from the same patient tested for elecsys prolactin assay on a cobas 6000 e 601 module compared to a centaur analyzer. All 3 samples from the same patient were obtained in hourly intervals on the same day. For sample 1, the cobas e601 prolactin result was 886 ulu/ml while the centaur result was 611 ulu/ml. For sample 2, the cobas e601 prolactin result was 847 ulu/ml while the centaur result was 484 ulu/ml. This sample was sent to another laboratory and tested on another centaur analyzer with a result of 517 ulu/ml. For sample 3, the cobas e601 prolactin result was 885 ulu/ml while the centaur result was 617 ulu/ml. The customer said their prolactin reference range for non-pregnant females was 102-496 ulu/ml. The centaur reference range was 59-620 ulu/ml. The reference range for the other centaur from another laboratory was 59-619 ulu/ml. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cobas e601 serial number was (B)(4). According to the prolactin labeling "in case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin." The customer did not perform any peg treatment. The investigation was unable to find a definitive root cause.